Event description:
The patient was initially admitted for a procedure in 1998. The patient had a palmaz-schatz crown stent implanted in an unknown lesion due to coronary artery disease. In 2000, the patient developed hypertension and was treated with benicar, however, the event did not resolve. In 2003, the patient experienced "blockage in a different artery". The patient had an unknown cypher stent implanted in the mild diagonal branch the same month, and the event resolved. While the cypher stent was being implanted, the patient developed "spasm in the arteries". The treatment for the spasm included caduet, and the event resolved. The patient continues therapy with caduet. Approximately three years later, the patient developed "blockage right next to the cypher stent" that was initially implanted in the diagonal branch. The patient then had a taxus stent implanted. In 2007, the patient developed diabetes and was treated with actos and metformin. The event remains ongoing. In 2008, the patient developed myasthenia gravis and was treated with mestinon and imuran. This event did not resolve. In early 2009, the patient switched imuran to cellcept for an unknown reason, approx three months later, the patient developed back pain. Treatment included tramadol as needed. The event has not resolved and the patient is starting therapy approx three months later. No other information was available.

Manufacturer narrative:
Information received through medical affairs indicated that a patient experienced a coronary artery spasm during placement of a stent and coronary artery restenosis. The patient's medical history consists of a drug allergy to sulfa, high cholesterol, a stomach ulcer and coronary artery disease. The patient had an unknown cordis stent implanted in an unknown artery. Approximately five years later, the patient had a cypher stent implanted in the mid diagonal "a different artery from the one initially treated". During the implant, the patient developed a spasm. According to the patient, treatment included caduet, a combination drug for the treatment of hypertension and lowering lipid levels. Approximately three years later, the patient developed a blockage in the diagonal next to the cypher stent and was treated with implant of a taxus stent. The sterile lot number for the device is unknown, therefore, a device history report review could not be conducted. Coronary artery spasm and restenosis are known potential adverse events associated with implanting coronary artery stents. Spasm may occur as the stent is being deployed and the arterial wall reacts to the insult by constricting. This is usually treated with intracoronary anti-hypertensives. Restenosis may be contributed to the patient's hypertension and the progression of coronary artery disease.